Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid left anterior descending (mlad) artery. Using a femoral access site, the lesion was pre-dilated and the xience prime 2.75 x 33 mm stent was implanted. Post angiography, a dissection was observed at the distal end of the stent. One additional stent was used to cover the dissection. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.